Event description:
The customer reported being hospitalized for high blood glucose and ketones. The customer stated that received a weak and low battery alarms, and she was not able to rewind and prime the device. Also, the customer stated that she was vomiting and her bones was hurting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.